Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the main backplane printed circuit board (pcb) and the status display cable. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the back up status display on a 980 ventilator was flickering. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.